Event description:
The information provided by local distributor indicates: - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: tibia. - surgery description: correction. - patient information: male. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: "the patient reported that he was sleeping and when he woke up, he noticed that one of the bars of the circular external fixator was broken". The complaint report form also indicates: - the device failure had adverse effects on patient: loss of fracture reduction. - product is available for return. - product was at its first use. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix checked the internal records related to the controls made on the device lot b4493956 (lot marked on component code (B)(4)) before the market release. No anomalies have been found. The original lot, manufactured in 2024 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix historical records, no other notifications have been received from this specific device lot. Technical evaluation: the returned device, received on (B)(6), 2024, was examined by orthofix quality operations department. The returned device was subjected to visual check as per orthofix specification. The visual check evidenced that the outer tube is broken in correspondence of the elastic body (component code (B)(4)). The device returned with the nut strongly tightened. After disassembling the component central locking nut, it was possible to better view the breakage area. During the analysis also the strut closing cap disassembled and some damages were visible on it. Traces of glue were detected inside, which is consistent with the assembly process. It was also detected presence of signs due to the use and presence of residuals. It was not possible to perform the dimensional and functional check on the returned strut as it is broken and not functioning anymore. The device was then sent to an external laboratory for the raw material verification and the failure analysis. The results of the technical evaluation concluded that the returned device was originally conforming to specification. The failure occurred is most likely attributable to excessive torque applied to lock the central nut, leading to local bending and shear stress causing the final breakage. It is likely that, in addition to high stress caused by excessive clamping force, an impact (possibly lateral) on the assembled component occurred, triggering the fracture under favorable conditions. Conclusions: the results of the technical evaluation concluded that the returned device was originally conforming to specification. The failure occurred is most likely attributable to excessive torque applied to lock the central nut, leading to local bending and shear stress causing the final breakage. It is likely that, in addition to high stress caused by excessive clamping force, an impact (possibly lateral) on the assembled component occurred, triggering the fracture under favorable conditions. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device lot b4493956 (marked on component 8860043) before the market release. No anomalies have been found. The original lot, manufactured in 2024 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: the device involved in this event has not been received by orthofix srl yet. The technical evaluation will be performed as soon as the devices become available. As soon as further information is available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: tibia. - surgery description: correction. - patient information: male. - problem observed during: iclinical use on patient/intraoperative. - type of problem: device functional problem. - event description: "the patient reported that he was sleeping and when he woke up, he noticed that one of the bars of the circular external fixator was broken". The complaint report form also indicates: - the device failure had adverse effects on patient: loss of fracture reduction. - product is available for return. - product was at its first use. Manufacturer ref: (B)(4). Distributor ref: (B)(4).